Manufacturer narrative:
Complaint statement (B)(4): a date of the event could not be obtained from the customer. No samples were received for evaluation. Customer pictures were received. No material numbers were provided by the customer. No batch numbers were provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The complaint is closed as cannot be determined.

Event description:
Customer states needle bent upon attempting to activate the safety device. Customer states the rubber sleeve bent when trying to push the needle into the hub. This was on a draw where multiple tubes were being collected. The needle bent on the last tube and unfortunately the employee had to discontinue the draw and perform a second attempt.